Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier was jamming and not advancing the next clip properly. Also, the clip's distal tips were crossing. There was no pt consequence.